Event description:
The customer was hospitalized for high bgs. Bgs were treated with saline and manual injections. Assisted the customer to change the infusion set and site. In addition, the customer had eye infection. Troubleshooting was performed. The settings and histories on the pump were correct. Pump is operating as designed and does not need to be replaced. Instructed the customer to change out the set and site per md.